Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
Event description: it was reported that the delivery device blocked during the release of the stent. As a consequence the surgeon had to pull excessively on the catheter of the stent to get the device out of the patient. The stent elongated and was positioned suboptimally with an ischemia and thrombosis as result. Due to this event the surgeon had to do an extra intervention with a kissing stent procedure. Condition of patient ok post-op. A 2.5h delay in surgery was reported; procedure completed using 5 competitor products. Device evaluation: the everflex plus stent delivery system (sds) was received for evaluation packaged in the original tray and carton. No ancillary devices or cine images from the procedure were received for evaluation. The clear flush line exhibited a clear liquid indicating the device had been flushed. The inner shaft tip tube was partially exposed and the filet and adhesive from the manifold-outer sheath bond was visible distal to the strain relief. The strain relief was removed from the manifold to verify that the complete outer sheath-manifold separation. The adhesive residue immediately proximal to the filet suggests that the adhesive bond was fully circumferential and would have passed visual inspection. The outer sheath distal end exhibited severe material deformation suggesting that the partially deployed stent was pulled back and the expanded struts caught on the sheath. The deployment paddles were able to be brought fully together. The outer sheath exhibited several lateral compressions that might have adversely compromised ease of stent deployment. The outer sheath was cut longitudinally to allow visual examination of the outer sheath ptfe liner. There was significant blood residue in the inter shaft lumen. The ptfe liner exhibited some wrinkling and delamination at the distal tip. Please note that this device everflex+ is not marketed in the united states; however, it is similar to the united states marketed device protégé everflex. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.